Event description:
ICU nurse reported pump did not audibly alarm after the infusion was complete. Infusion was tpn, but she has no other details of the event. No adverse affect to pt and no medical intervention required. Customer stated no add'l pt or event info is available.

Manufacturer narrative:
(B)(4). Customer's report of pump module device not alarming after the infusion was complete could not be confirmed because the device was not returned. The customer stated the device was not sequestered and the serial numbers were not recorded. It is possible that the user programmed the device for delayed start mode. Delayed start is an option that when enabled, allows the user to program an infusion to be delayed for a specified time. Additionally, the system will not produce an audio alert when the delayed infusion is complete, unless a callback after option has been programmed by the user. The root cause of the customer's report of pump module not alarming was not determined since no product was returned.